Event description:
Boston scientific received information that this device had triggered middle of life 2 (mol2). The patient complained that the battery did not last as long as expected. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.